Event description:
Customer reported an unknown failure occurred. Customer did not have information whether incident occurred during patient infusion. There were no pt injuries associated with this report and there have been no incident reporst filed since the last baxter service event.